Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a yellowish stain mark was found on the interior surface of the tracheal clear connector, y-connector, and swivel blue and transparent angular connector of the returned sample. The cuff pressure of the tracheal clear cuff and the blue cuff were then tested by inflating the cuff to 25 mbar using a calibrated endo test. It was observed that the cuff pressure of the tracheal clear cuff deflated rapidly at 25 mbar whereas the blue cuff pressure of the bronchial blue cuff maintained at 25 mbar. Water leak testing was then conducted on the sample. No air bubbles were observed flowing out from the bronchial blue cuff whereas air bubbles were observed coming from the tracheal clear cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. There is a 100% leak test performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release. In addition, there was a yellow stain observed on the device, which indicates it may have already been used. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Other remarks: a conclusion code could not be found as the complaint of "cuff does not inflate" was confirmed; however, a root cause for the issue could not be established.

Event description:
Customer complaint alleges "when the anesthesiologist test indemnity bronchus cuff realizes that it does not inflate." Alleged malfunction reported as detected prior to patient use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "when the anesthesiologist test indemnity bronchus cuff realizes that it does not inflate." Alleged malfunction reported as detected prior to patient use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".